Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, while tapping two (2) multifix anchors, they did not go through and broke. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the anchor body drawing found that verify certificate of analysis meets material specification and verify tensile strength (at yield) meets specification. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There were no clinical factors found which would have contributed to the event. According to the report, the two anchors broke but they did not go through and break. Based on the information provided, the procedure was completed with a back-up, however, it is unknown if there was a surgical delay. The impact to the patient beyond that which has already been reported cannot be determined. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.